Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The photo shows one hemo star hemodialysis catheter. The extension legs of the catheter were indicated as "pat. J" and the bifurcation of the catheter is indicated as "pat. W" which was reported as the point of leak. No other anomalies were noted. The investigation is inconclusive for the reported fluid leak and catheter fracture as no sample was returned for evaluation and fluid leak and catheter fracture cannot be confirmed based on photo review. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2019), g4 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately two months post port implant, the device allegedly leaked around the cuff. It was further reported that, there was no issues in placing the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. Expiry date (10/2019).

Event description:
It was reported approximately two months post port implant, the device allegedly leaked around the cuff. It was further reported that, there was no issues in placing the catheter. There was no reported patient injury.